Manufacturer narrative:
The observed failure appears to be consistent with an overlarge down-force application of mechanical stress to the tube at or near the external collar of the port housing.

Event description:
Leak test performed with methylene blue. Leak from the body of the port specially when the tube was stressed. Port removed. System flushed. Port replaced. Nurse withdrew yellow frothy contents to empty at appointment. Next appointment there was a 5ml discrepancy. Patient attended xray appt to confirm slow leak.